Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was noted with competitive atrial pacing (cap) that immediately preceded a real episode of atrial fibrillation (af). It was unclear whether the cap caused the real episode of af. The cap also resulted in an automatic mode switch episode. No programming changes were made. The patient was stable and would be monitored.